Event description:
It was reported that this electrode was returned to boston scientific for analysis without any allegations against the electrode. The returned electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 9.3 and 9.6 centimeters (cm) from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured. The fracture characteristics appeared consistent with cyclic fatigue.